Event description:
It was reported that the patient had no stimulation sensation and a loss of therapeutic effect. The reporter stated the patient typically felt the stimulation and was very sensitive so it was at a lower setting. It was noted that the patient had replaced the batteries in the controller, powered it off and on again, and had unplugged the antenna and plugged it in again, but the stimulation was not working. The reporter stated that the patient noticed the change abruptly in the prior couple of days and there was no known accident or incident related to the complaint. It was noted that the patient had increased the setting on the current program #3 all the way up to 6v but the patient still didn't feel anything. The patient had decreased to her last setting at 2.1v. It was noted that the stimulation was on and the patient was seeing the lightning bolt. When program 4 was tried, the patient reported no stimulation. Programs 1 and 2 were tried and the patient increased to double her typical setting, but the patient did not feel any stimulation at all. Additional information requested but had not been received as of the date of this report.

Event description:
Additional information was received which reported that the patient was still having concerns regarding device or therapy but had not sought further help.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v884754, implanted: (B)(6) 2013, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).